Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID d-evolutfx-2329 (lot: 0011388405); product type: 0195-heart valves; implant date n/a; explant date n/a image review: there were six static images along with the patient summary provided for review. Imaging of the valve load inspection was not provided for review. Image shows an infolded bioprosthetic valve. The next image from the patient summary shows annular to left ventricular (lvot) calcium. Patient anatomy could have contributed to infold upon recapture. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Infolding events are typically related to patient anatomical factors (such as calcification level, lvot anomalies, compliance of the annulus, and bicuspid valve) and/or procedural factors (such as pre-case planning, sizing, loading, and user technique). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery catheter system (dcs). During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. In this case, there was no information reported in regard to the loading phase. Based on the image review and physician report, patient anatomy was likely a contributing factor for the infold. This event does not indicate device misuse. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a infold was noted after 2 recaptu res. The valve was recaptured twice to achieve proper implant depth. The valve and delivery catheter system (dcs) was removed and a new valve and dcs were used for a successful implant. No adverse patient effects were reported.